Event description:
It was observed that during the device evaluation, the subject device exhibited cracks on the plastic distal end cove and plastic distal end cove insulation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cracked plastic distal end cover and plastic distal end cover insulation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.